Event description:
Attorney alleges the lead fractured causing patient to experience a "series of inappropriate and/or excessive shocks or failure to receive therapeutic shocks. (Patient) died on (B) (6) 2008." Further alleges as result of lead, patient "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages" and "died as a direct and proximate result of defect" in lead. Review of manufacturer's database verified that the sprint fidelis lead was not in use at the time of patient's death. There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. We have no information from a health care professional to suggest the death was device related. The cause of death has been researched but has not been received. Our records indicate the patient expired more than one year ago. We have no information to suggest the death was device related.